Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump reservoir and infusion set had air bubbles. The customer also had an abnormally high blood glucose level. The product will not be returned. Nothing further to report.